Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the sensor board was observed. The device was scrapped as per the customer. The sensor board was returned to the manufacturer's product investigation laboratory for further evaluation. A faulty pressure sensor was observed on the sensor board.